Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID: d-evolutfx-2329 (lot: 0012936305); product type: 0195-heart valves; implant date: n/a; explant date: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve, a transesophageal echocardiogram (tee) was performed that revealed left ventricular (lv) asynergy. Therefore, a coronary angiogram (cag) of the left coronary artery was performed that revealed coronary segment #8 of the lca was 100% occluded and an acute myocardial infarction (mi) occurred. Subsequently, percutaneous coronary intervention (pci) and a percutaneous old balloon angioplasty (poba) were performed, and a stent was placed. Following stent placement, thrombolysis in myocardial infarction (timi) grade 3 was noted. The patient was extubated and returned to the intensive care unit (ICU). It was noted that the patient did not have a history of coronary artery disease (cad) prior to the procedure.

Manufacturer narrative:
Updated data: b5. H6. H11. This is a system report. The section d information is for the primary device, which was in use with the following: brand name: deliv sys d-evolutfx-2329, product ID: d-evolutfx-2329, serial/lot: (B)(6), use by date: 2027-07-23, UDI: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the cause of the mi was unknown, and it was unknown if the valve or delivery catheter system (dcs) contributed. The patient did not have a previous coronary artery occlusion, and the pci was performed in segment number 8 in the left coronary artery (lca). The patient had improved.